Event description:
Pt's mother spontaneously reported that she tried using 3 different needle sets of the rms 22606 needle sets but each of the 3 times, she could not get hizentra medication through the needle sets (even after priming). She was able to use another needle set and the infusion took place. She stated that some / little of the hizentra medication was lost and not infused due to the changing of the needle sets. Unk if adverse event occurred or if defective needle sets are on hand. Reported to (B)(6) by pt/caregiver.